Event description:
It is reported that the package was sealed with no implant.

Manufacturer narrative:
Only the packaging is being returned. This report will be amended when our investigation is complete.